Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was turned off due to high outputs and sensing going down. The system was configured to not pace in the rv chamber, just in the right atrial chamber. The rv lead remains in service. Additional information was received from the patient mentioning that the physician told him the rv lead was possibly protruding through the wall of his heart. The patient reported getting shocks and mentioned it felt like touching and electric fence. A magnetic resonance imaging was requested due to a shoulder issue. A new lead was suggested but no surgical intervention has occurred at this time. No additional adverse patient effects were reported. Additional information was received from field representative mentioning that at implant the lead was functioning good. At this time, it is unclear what caused the rv lead threshold increase. The patient had a chest x-ray done and showed a good rv lead position. Also, two echo cardiograms were performed and did not show any evidence of pericardial effusion. The rv lead remains implanted, and the device is programmed to atrial pacing and sensing. The patient is doing well with that mode due to currently not needing the rv lead as he is not dependent.

Event description:
It was reported that this right ventricular (rv) lead was turned off due to high outputs and sensing going down. The system was configured to not pace in the rv chamber, just in the right atrial chamber. The rv lead remains in service. Additional information was received from the patient mentioning that the physician told him the rv lead was possibly protruding through the wall of his heart. The patient reported getting shocks and mentioned it felt like touching and electric fence. A magnetic resonance imaging was requested due to a shoulder issue. A new lead was suggested but no surgical intervention has occurred at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was turned off due to high outputs and sensing going down. The system was configured to not pace in the rv chamber, just in the right atrial chamber. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was turned off due to high outputs and sensing going down. The system was configured to not pace in the rv chamber, just in the right atrial chamber. The rv lead remains in service. Additional information was received from the patient mentioning that the physician told him the rv lead was possibly protruding through the wall of his heart. The patient reported getting shocks and mentioned it felt like touching and electric fence. A magnetic resonance imaging was requested due to a shoulder issue. A new lead was suggested but no surgical intervention has occurred at this time. No additional adverse patient effects were reported. Additional information was received from field representative mentioning that at implant the lead was functioning good. At this time, it is unclear what caused the rv lead threshold increase. The patient had a chest x-ray done and showed a good rv lead position. Also, two echo cardiograms were performed and did not show any evidence of pericardial effusion. The rv lead remains implanted, and the device is programmed to atrial pacing and sensing. The patient is doing well with that mode due to currently not needing the rv lead as he is not dependent.